Event description:
In the lower extremity pack, the drape steri sm towel changed many months ago. The drape that is now coming in our packs is completely unusable. The film that covers the adhesive is so strongly adhered that when you try to peel it off it won't unstick and instead the drape rips. There are 2 of these in every pack. Currently the or staff is just throwing them out and opening up separate sterile peel packed drapes.